Event description:
The customer reported having high blood glucose, and the insulin pump alarmed no delivery during a normal basal delivery, then when he tried to rewind the device and do a manual prime, the device alarmed no delivery again. Troubleshooting was performed. Ran a fixed prime test and passed. The customer stated that he received several no delivery alarms in the past week. Advised customer to contact a health care professional or to visit the emergency room. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.